Manufacturer narrative:
Concomitant product: product ID: 37602 serial# (B)(4), product type: implantable neurostimulator. (B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (s/n (B)(4)) found no significant anomaly. The ins battery was at normal end of life and telemetry and output were okay. The ins reached elective replacement indicator (eri) within the longevity estimate. The reported fluctuating battery voltage readings and power on reset (por) occurrences are suspected to be caused by an intermittent short across the output of the ins. A bench test was performed with the returned ins to confirm this can occur. The output was shorted together and similar results were observed as stated in the complaint. In the test the ins was able to trigger the por bit, turning the output off, without triggering the eos bit. The short causes a big current drain on the battery which decreases the battery voltage fairly rapidly. When the battery voltage reaches around 2 volts the por bit is triggered. When the short is removed it causes the current drain across the battery to decrease which allows the battery voltage to recover rapidly. The ins tracks a drop in battery voltage through trip points that are set in the device. A rapid decrease in battery voltage cannot get tracked in the ins because the ins reads the battery voltage every 5 minutes and to activate a trip point requires the voltage to stay below the trip point for multiple readings. This explains how a rapid decrease in battery voltage could trigger the por bit to be set without setting the battery voltage trip points. Also the trace report that was taken during check-in shows that approximately 3.5 weeks after the ins reached eri, there was a sudden drop in battery voltage from 2.45 volts to 2.35 volts (through 3 battery voltage trip points) which likely indicates the presence of a short across the output. Because the battery voltage did not continue to drop through more battery voltage trip points indicates the short was intermittent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that on (B)(6) 2014, no power on reset (por) was read on the left implantable neurostimulator (ins) and the battery voltage was 2.790v. No por was reported on the right ins, the battery voltage was 2.615v, and the date/time stamp was set to (B)(6) 2000.

Event description:
It was reported that then the patient¿s healthcare professional (hcp) interrogated the right implantable neurostimulator (ins) a power on reset (por) was displayed and the ¿impulses¿ were disabled. An elective replacement indicator (eri) message was also displayed. The patient was having parkinson¿s symptoms. Two days later, the hcp reported the por was ¿activated frequently, event after restarting impulses, they turn off after exiting from the system.¿ stimulation was automatically turned off after the hcp exited telemetry even though stimulation had been turned off and back on before that. When the hcp later interrogated the ins, the remaining battery level increased and decreased drastically when telemetry was performed. The battery level changed from 2.38v to 2.13v and then to 2.45v in a short time. Impedances were measured to be normal and the cause of the issue was not determined. The patient was hospitalized at the time of this report. The ins was programmed to 0+, 1+, 2-, 3- at 2.8v, a pulse width of 210, and a rate of 200 hz. The ins was used two hours a day. The manufacturing representative felt it was unlikely the por was triggered by electromagnetic interference. The patient met with the hcp on (B)(6) 2015 and the ins was interrogated several times. Eri was displayed again, but a por was not displayed. The ins battery was measured to be at 2.50v during every interrogation, except once when the ins was measured to be 2.58v. The patient was instructed to turn the ins on if the device displayed a por or the ins turned off. On the night of (B)(6) 2015, a por message was displayed on the patient programmer and the patient turned the ins on. The patient stated the por had not occurred prior to their hospitalization and the por started appearing around the time of the first ins replacements. Both of the patient¿s inss were explanted on (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.